Event description:
During generator replacement surgery for end of service, device diagnostic testing when new generator was connected to original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the physician re-connected the original lead to the new generator three times and repeatedly received the same diagnostic test results. Reporter indicated that a pre-implant test on the new generator was within normal limits. A lead break is suspected. The original lead was also replaced. No adverse event was reported in conjunction with the high lead impedance condition. Investigation to date has been unable to determine whether a lead problem existed prior to generator replacement surgery or whether the lead may have damaged during the generator explant procedure.